Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator control box connector was corroded. The parts are no longer available, the 2600 system is at the end of life. The customer will have the biomed repair the system. The customer canceled the service call.

Event description:
It was reported that the collimator on the 2600 system closed down during a case. No patient injury was reported.